Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6). An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and passed for serial number 8hd4xq within the investigation window. The allegation was not confirmed. The probable cause was not confirmed because reported allegation was not found. The reported event of transmitter failed/error/alert is reportable but was not confirmed because a transmitter error was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.